Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. Blood glucose reading was 2.8 mmol/l at time of incident. The customer was mentioned other blood glucose level of 5.8 mmol/l. Customer stated that he had treated with food and glucose tablets. The customer stated that he was not using auto mode feature active at the time of incident. The insulin pump will not be returned for analysis.